Event description:
It was reported that the pulse generator exhibited a suspected malfunction. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found normal device characteristics.